Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's implantable neurostimulator (ins) was not helping with their symptoms. The patient further stated that ¿it doesn't seem like the disc is working like it should be¿ and realized it ¿might not work 100%¿. It was reported her remote was not working and it did not have any signals there and she¿s beginning to have bladder problem again. They mentioned that the therapy was helping at first, then had a few leaks, and then a few times, in the past couple of weeks, they had no control of their bladder again. They stated that the device was not helping with their symptoms. The patient also reported that ¿they talked to her while she was still under the influence to put her out¿ and had not heard from anyone since. They were confused and did not know how to work the device. Using the programmer, it was determined that the patient was on program 2 at 0.8 volts and that the stimulation was on. The patient then increased the stimulation to 1.2 volts on program 2. Therapy considerations were reviewed with the patient. The patient was redirected to their healthcare professional (hcp) if the issue did not resolve. Follow up information received from the patient on (B)(6) 2018 reported that notified their managing physician about the issue and was told that the manufacturer was to take care of the device problems. They also reported there were no circumstances that led to the issue. The patient stated that their issues were not really resolved and they were ¿learning to live with it¿. They did not have another appointment until next year. Additional information received from the patient the following day (oct. 23, 2018) reported that the therapy was still not really helping with their symptoms and stated that they were experiencing electric shocks. They mentioned that they were concerned at this point that they were going to run out of pain pills. The patient stated that they were afraid to turn the stimulation off (¿sacred to do anything with the programmer¿) and just wanted a ¿human being in front of her¿ to help with this. Follow up information received from the manufacturer¿s representative on (B)(6) 2018 reported that the patient¿s shocking seemed to have resolved at that they met with them yesterday. The program was changed to c-3 at 0.8 amps which was tolerable for the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ¿testing period¿ was a miracle for the patient but, since then, it had never worked/helped them. The patient stated that the device always gave them ¿electric shocks¿ during the night that would wake them from a sound sleep. They still had to get up at night to go to the bathroom. The patient was sure something ¿has to be loose in there¿. They were not better or worse off then when they were implanted. The issues have started since implant. The patient requested physician listing s as they want the device removed. They were redirected to their healthcare professional (hcp) to discuss the issues/device removal. There were no further complications reported or anticipated.